Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery systems, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The needle is dramatically bent on two planes. The condition of the device indicates it was bent during use resulting in the reported t2 non-deployment. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a meniscus repair surgery using a "fast-fix 360 curved needle", the t2 implant could not deployed because the trigger did not spring back. In consequence, the t1 implant had to be removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: a2: patient age added. A3: patient sex added. A4: patient weight added.